Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving baclofen with concentration 4000 mcg/ml at a dose rate of 1000 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient experienced increased spasticity with no change with dose increases. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). They were unable to aspirate from the catheter access port on an unknown date. The pump was interrogated on the date of replacement (B)(6) 2020)), and there were no issues noted, no alarms, etc. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. The pump and complete catheter were explanted and replaced. The healthcare provider had discarded the explanted devices. The issue was resolved as of the date of the report (B)(6) 2020)). The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. It was indicated that the healthcare provider had no further information regarding the event. The patient¿s weight and medical history was noted as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.